Event description:
Information received indicates the head section will not rise.

Manufacturer narrative:
The technician found the hydraulic solenoid valve was bad. The technician replaced the solenoid valve to repair the bed.